Manufacturer narrative:
Investigation summary: it was reported the epoxy was excessive. To aid in the investigation, seven samples with the plastic shield, but no packaging blisters, and one photo were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then measured for epoxy height above the needle hub with a ruler. No samples exceeded the 1/8" above the needle hub. The photo provided shows two needle assemblies with no plastic shield. A device history record review was completed for provided material number 301667, lot number 2273111. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd needle ns 17ga 1in sb experienced excessive epoxy found greater than 1/8¿¿. The following information was provided by the initial reporter: damage ¿ excessive epoxy found greater than 1/8¿¿. Damage is a major visual defect per.